Manufacturer narrative:
Additional patient identifier: (B)(6). This report is for an unknown quantity of unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient underwent an open reduction internal fixation (orif) to repair a right tibia fracture. Patient was implanted with a plate and screws at that time. Patient was returned to surgery on an unknown date for unknown reason and revised to a tibial nail. This report is for an unknown quantity of unknown screws. This is report 2 of 2 for (B)(4).